Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: review of the pump download revealed evidence of short battery life illustrated by drastic voltage drop leading to replace battery alarm. The returned battery cap was intact and able to fit properly to the pump for testing. The pump was powered on and ez-prime steps successfully completed. The electrical ¿sleep¿ current reading was evaluated and noted to be above specifications. The alleged ¿short battery life¿ issue was duplicated on investigation. Moisture corrosion was found inside the pump. The battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; the pump emits low battery warnings and replace battery alarms on start up. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.